Manufacturer narrative:
The reported lot number, se18bd3, was not returned for evaluation. Lot se17ih0 was received and evaluated. Batch reviews were done for both lots. Manufacture dates: se18bd3 was manufactured 02/07/2018. Se17ih0 was manufactured 09/21/2017. A companion sample, lot se17ih0, was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing under water was performed, and revealed a leak from the assembly between the tube and the bag. The cause of the leak was determined to be a lack of solvent applied during manufacturing. A nonconformance has been opened to address this issue. Lot se18bd3 was not returned. A batch review was conducted for each lot and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned all-in-one container, a leak was identified between the tube and the bag. No additional information is available.